Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula kinked event and went to the emergency room (ER) on (B)(6) 2024 due to high blood glucose and the patient was treated with correction bolus and then moved to multiple daily injection (mdi). The customer have large ketones. The event occurred three or more hours of insertion and the insertion site was abdomen. The infusion set was in use for one day or less. The patient replaced infusion sets and resumed insulin successfully. No further information was available.